Manufacturer narrative:
The patient was born on an unspecified date in 1987. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to poor environment or source of water. Nine days after event onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the event with unspecified antibiotics which were discontinued 19 days after the hospital admission date. The same day the patient was recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.